Manufacturer narrative:
Siemens conducted an analysis of the reported concerns and determined no system malfunction or failure. For stability reasons the described system behavior is normal as during an ortho study the manual movements in longitudinal and transverse directions are blocked. However, according to current knowledge, system movement in vertical direction is not blocked. The unit is working according to design and specifications. Internal ID # (B)(4).

Event description:
A user of the ysio max unit shared with siemens their concerns that in the unlikely event that a patient falls during an ortho examination, hospital personnel would not be able to move the 3d stand out of the way quickly enough as the system cannot be unlocked for manual movement in longitudinal or transverse direction while performing ortho studies at the wall bucky. There is no patient involvement reported in this case. No injuries are attributed to this event.